Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer did not have a form of back-up insulin therapy and declined a call from tandem customer technical support to see if back-up insulin therapy was obtained. Customer¿s blood glucose level was 150 mg/dl.